Event description:
Per the clinic, the patient had recently worn new glasses that applied pressure at the receiver/stimulator site, and reportedly resulted in an ulcer which progressed to exposure of approximately one-third of the receiver/stimulator. The patient initially underwent local wound care consisting of cleaning of the affected area using topical antibiotic. The patient was subsequently placed on culture-specific oral antibiotics; however, the area of exposure continued to expand. It was also reported that the patient underwent vascularized flap reconstruction (specific date not reported) due to thin tissue and lack of adequate tissue for an advancement flap, in order to clear the infection prior to reimplantation. The device was explanted on (B)(6) 2025, and the patient again underwent surgical intervention during the same surgery in which inflammatory tissue in the receiver/stimulator bed and lateral mastoid was debrided and the wound was closed primarily after a small advancement flap. The patient was hospitalized (specific dates not reported) to receive IV antibiotics for six weeks. Reimplantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient developed skin erosions in the postauricular area that were covered by a scab, along with exposure of the internal magnet and antibiotic-resistant bacterial infection at the implant site (specific date not reported). Subsequently, the patient was treated with antibiotics (specific date, type and duration not reported). Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.